Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively partially outside of the cochlea. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Reportedly the user no longer had hearing sensation with the device. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the surgeon it is unclear if there was an electrode migration or possible trauma. There was no hearing sensation present with the device. Therefore, the user was re-implanted.